Event description:
It was reported the patient presented in clinic for follow-up. During the device check, the ventricular leadless pacemaker (lp) was unable to be interrogated over conductive telemetry. No changes or interventions were reported. The patient was in stable condition.